Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submited within 30 days upon receipt.

Event description:
During a diagnostic procedure, the ptfe coat separated from the wire. The wire was removed from the patient and the procedure was continued using a boston scientific guidewire. Additionally, the procedure was prolonged for forty minutes.